Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that all the keypad buttons were under-responsive. The keypad cover was reportedly missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during the investigation, the down and ok buttons responded intermittently to user presses and were inverted. The rest of the keypad buttons responded appropriately to user presses. The keypad was observed to be missing. Unrelated to the original complaint, the battery compartment was observed to be cracked; the pump case was also cracked at the top right corner. The display appeared to be dim and discolored. Additionally, the audio tone alarm was inoperable. The pump was opened and there was a damaged solder on the piezo.